Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the mapping catheter was found kinked within the packaging. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 215985742, was returned and analyzed. Visual inspection of the mapping catheter showed that it was kinked 1.690 inches from the ECG connector. The mapping catheter failed the test due to the kink on the shaft. In conclusion, the reported shaft kink was confirmed through testing. The mapping catheter failed the returned product inspection due to a kink on the shaft. If information is provided in the future, a supplemental report will be issued.